Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the helix was not examined prior to insertion of the lead into the body. Once in the body, the lead became stuck on the superior vena cava (svc). The lead was removed and a second lead was attempted with the same results. The leads were both examined after the implant and in each case the helix would not retract all the way to the lead tip. New leads were successfully implanted in both chambers. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the helix could be fully extended and retracted. If information is provided in the future, a supplemental report will be issued.